Event description:
It was reported by the customer that (1) mcm20 and (3) mcl20 clip appliers were used in a abdominal hysterectomy. It was reported that clips in each of the appliers were "twisting" and not closing at the ends. A reusable clip applier was used to complete the procedure. There was no consequence to the pt.